Event description:
An abnormality of a pump study was initially reported. It was later reported that a physician described the pt as having had a decreasing response in regards to intrathecal baclofen. A pump myleogram demonstrated entrapment of the dye in the pt's arachnoid pocket, or "perhaps a subdural migration". It was recommended that a neurosurgeon consider replacing the catheter, and positioning the catheter beyond the thoracic collection" (if it passes easily)". The drug used in the pump at the time of the event was unk baclofen. Add'l info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).